Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon detachment occurred. The lesion was located in the right coronary artery. When the physician removed the 20 x 2.5mm maverick2 monorail ptca catheter from the pt, it was noted that the maverick balloon had detached from the shaft. A portion of the balloon material was stuck inside an unspecified catheter and a second portion of balloon material was "removed". It is not known how the physician completed the procedure. The pt's status was reported as "stable".